Event description:
It was reported the pump went into suspend mode without user interface with the pump. There was no adverse event associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history confirmed that the pump was suspended. The pump was exercised for 24 hours with no self-suspensions occurring. The pump was suspended by investigators during testing, and the pump emitted the appropriate audio-visual alerts. All keypad buttons were found to be responding appropriately. The complaint could not be confirmed or duplicated on investigation.